Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the problem of split screen and monitor freezes intermittently. The device was not in use on a patient.